Event description:
It was reported that the customer had bent cannulas and the insulin pump did not alarm no delivery. Advised the caller the importance of performing the high pressure test. The caller stated that the customer is at the father's house and does not have the blue clamp to complete the testing. Instructed the caller to call back to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.